Manufacturer narrative:
Product complaint # : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Subject ID: (B)(6). Study: (B)(4). Clinical adverse event received for right knee rupture of patellar tendon event not serious and is considered severe event is definitely not related to device and there is a remote possibility it is related to procedure. Date of implantation: (B)(6) 2021. Date of event (onset): (B)(6) 2021. (Right knee). Treatment: awaiting surgical intervention. Medical records received were reviewed to identify patient harms/product issues. On (B)(6) 2021, the patient underwent a primary right knee arthroplasty due to osteoarthritis with severe varus deformity. Depuy pfc sigma rotating platform knee was implanted with depuy cement. There were no indicated intra-operative complications. On (B)(6) 2021, the patient underwent a right knee revision to address pain, swelling, effusion, difficulty walking, bruising, instability, with bleeding and ecchymosis developing. It was indicated two days prior, the patient was going down a ladder and missed the rung with his left foot, causing a hyperflexion episode to the right knee and resulting in an acute patellar tendon disruption. The surgeon noted the absence of the patellar tendon and his kneecap was in the patellar alta position. There was noted to be around 200 or 300 ml of blood in the prepatellar space in the joint which was dissected. The surgeon was able to repair the tendon with drill holes through the patella that provided a secure repair with sutures. Cerclage wires were not needed. No products were revised. There were in indicated intra-operative complications.